Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 - initial reporter address: (B)(6).

Event description:
An event involved an extension set, adaptor, trifuse microbore, h-port x3, 7.5 cm where the customer reported that the device was being used on a patient (for approximately 2 hours) when it was noticed that the line was leaking. Propofol and saline were being infused and a puddle was observed on the floor and the bed was wet, suggesting that the device had been leaking for a while. The trifuse was found to have large crack at the connection site. The patient was not sedated adequately and steps were taken; the offending item was removed and replaced.